Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) in 2006. At a post-op visit in 2007, it was found that the icl had a low vault and an anterior subcapsular opacity (2x micro opacity) was observed. The icl was explanted in 2009 and was exchanged for a longer icl. The exchange went fine and the opacity is unchanged. The patient's current best-corrected visual acuity is 20/25.

Manufacturer narrative:
Secondary surgery - inadequate - unlabeled, eval results - other, a lens work order search was performed, and no similar complaint was found within the work order.